Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during biomed testing, the device displayed a "check pads" message using these electrode pads. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation. The customer's report was observed during testing. However, the device was put through extensive testing including bench handling, power cycling and defib functional stress testing without duplicating the report. The analog board was replaced and scrapped as a pre-caution. The device was recertified and returned to the customer. No trend is associated with reports of this type.